Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusions occurred. Reportedly, the customer performed supply changes to address the issues. Customer's blood glucose level was 230 mg/dl.